Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09248. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Six years or longer have passed since manufacturing, august 25, 2014, of this product. The OEM determined that the image did not appear due to the failure caused by aging degradation of the parts on the patient circuit board. Since the patient circuit board performs control of the endoscope, readout of the image, and preprocessing, the failure of the parts may cause no image. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video processor was returned to the service center for evaluation. The service group confirmed no image was produced when testing with 180 series endoscopes. Additionally, the patient board set of the video processor was defective. The video processor was repaired to standard specifications and returned to customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the customer that during preparation for use, a 180 series gastrovideo scope was plugged into their video connector cable and the evis exera iii video processor unit and it produced a black image on the screen. It was determined the video processor unit was defective as the customer took the same scope and video connector cable to another evis exera iii video processor unit and was able to see a clear image. Tac recommended the video processor unit be returned for service evaluation. No patient injury or harm was reported.